Event description:
A customer who was using an omnipod insulin pump with adc freestyle test strips involved in the ongoing recall reported that on (B)(6) 2015 at approximately 12:15 am she woke up because she wasn't feeling well. Her boyfriend checked her blood sugar (~12:15am) using her omnipod device and the reading reportedly came up as an unspecified "single number". Her boyfriend then attempted to give her milk to drink, but she was unable to drink it so he administered a glucagon injection and called the paramedics. The customer had lost consciousness and was experiencing a seizure. Customer's boyfriend again checked her blood glucose and received a reading of 26 mg/dl (~12:30 am). Local volunteers arrived on the scene and checked customer's blood pressure and administered glucose gel. Upon arrival the paramedics received a reading of 32 mg/dl, initially and then 40 mg/dl. No additional treatment was rendered. There is no indication, based upon the information provided, an adc device contributed to a serious medical event.

Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR may be associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted

Manufacturer narrative:
Original MDR erroneously listed the test strip lot number as the meter serial number. The MDR did not pertain to an adc blood glucose meter, hence no serial number should have been documented.